Event description:
It was reported that the eyelet on the catheter was cut closer on one side than on the other side.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Ten samples were received open and without original packaging. Visual observation noted no defects, burrs, or sharp lumps. Eye location relative to the lateral plane was measured. The shaft wall height was expected to be equal on either side of the eye. The catheter shaft walls heights ranged from 0.107 inches to 0.172 inches. The maximum observed discrepancy in shaft wall height averaged over the two shaft wall heights is 0.0013 inches. The eye location relative to the shaft diameter does not affect function of the device and is unspecified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the eyelet on the catheter was cut closer on one side than on the other side.